Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because the sample was not returned to baxter. No defects or deviations were found during the batch review that could be associated with the reported problem. A root cause was not identified. A labeling review was not required since there is no suspected use error or problem associated with label content. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis with culture positive pseudomonas in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The nurse reported the cause of the peritonitis was due to the patient's behavior. The consumer reported the cause of the peritonitis was from using a hot tub. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering. Pd therapy was ongoing. The nurse reported the event was unrelated to dianeal therapy.